Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the power manager test platter to shut down after 68 minutes of discharge. Batteries meet the minimum voltage and conductance of 12.5 volts direct current (vdc) and 375 siemens respectively. The batteries performed as intended.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the batteries. The unit operated to the manufacturer's specification. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit displayed a "battery of 2 years needs replacement" message. There was no patient involvement.